Event description:
The patient was receiving acetylcysteine for tylenol overdose. The infusion was running when the patient arrived on unit 5 from the ed. Infusion dose and rate were verified by unit 5 rn. When rn later checked on the infusion, the IV pump read that infusion was almost complete, but the IV bag was still full. Nurse noted drip rate seemed slower than rate set in IV, and noticed that the upper IV tubing was partially clamped. The IV pump did not alarm for upstream occlusion at any point. Once unclamped the IV pump dripped more quickly. Nurse ordered new IV pump and switched infusion to the new pump. No adverse effects noted in patient at the time. Md was notified. FDA safety report ID#:(B)(4).